Event description:
A nurse reported that his pt received error messages 411 and 431 on their inratio meter last week. The nurse returned the next day to retest the pt however, the pt had been admitted to the hospital. The patient's inr was unknown at the time of admission but the pt was greater than 100. A vitamin k shot was administered. At the time of discharge, the pt's inr was reported at 1.5.